Event description:
A remote alarm was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the remote alarm was found to not sound an alarm. The pcb assembly was replaced to address the issue.